Manufacturer narrative:
In the case description, the user mentioned that the controller delivered a 3u bolus without input from the user. The physical controller was not returned for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found no evidence of an uncommanded bolus. All boluses delivered by the system that were recorded in the log files were found to have been delivered by the user. The log files showed that a 3.05u bolus had been delivered on the date of occurrence. The log files showed the steps taken by the user in order to reach 3.05u. The logs show that the user initially entered 4 into the carb entry window, which the bolus calculator calculated as a 0.3 bolus. The user then entered 5 into the carb entry window, making 45g of carbs which the bolus calculator calculated a suggested bolus of 3.05u. The log files then show the user confirming the delivery of the 3.05u bolus. The system was found to function as intended. The system was found to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the controller gave a uncommanded bolus of 3 units of insulin. No further information was reported.